Event description:
The product was used during a total gastrectomy procedure. Reportedly, upon removal of the jaw from the tissue, two malformed staples caught to the device and split the tissue causing some bleeding. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.